Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: when preparing flushing and sealing the catheter for the patient who underwent intravenous indwelling needle infusion , she found that the 5ml flush had no scale mark, so she immediately reported to the head nurse and stopped using it.